Event description:
The account alleges that the catheter was directed over the hydrophilic guidewire and an exchange was made for an amplatz guidewire. In attempting to remove the catheter the end of it sheared off at the bifurcation and was left on the guidewire. A snare was directed over the guidewire and attempting to engage the end of the catheter segment. This was successfully pulled back a short distance. At this point a 6 french guide catheter was directed over the guidewire and over the catheter remnant. The guide catheter, guidewire and catheter remnant were all removed as a single unit successfully. No injury to the patient.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.